Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right eye xen® gts implantation with phacoemulsification + iol. "Xen worked well with filtration until [6 weeks post-op.]. Pressure up 52 mmhg, performed needling with no success. Later open revision surgery showed no fibrosis, no flow, inner lumen of device free observed via goniolens. Rinsed with 10/0 ethilone through xen, restored flow for only matter of seconds." Device removed and second device successfully implanted. Events resolved.

Manufacturer narrative:
Clarification to h.4.: (B)(6)2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right eye xen® gts implantation with phacoemulsification + iol. "Xen worked well with filtration until [6 weeks post-op.]. Pressure up 52 mmhg, performed needling with no success. Later open revision surgery showed no fibrosis, no flow, inner lumen of device free observed via goniolens. Rinsed with 10/0 ethilone through xen, restored flow for only matter of seconds." Device removed and second device successfully implanted. Events resolved.